Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device failure confirmed a suture end break at the completion of the plunger retraction process. In addition, it was found that the proglide device was used after the expiration date. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an unspecified procedure, preclose placement of the suture was attempted in an unspecified vessel using the proglide device. Reportedly, an unknown device failure occurred and an unspecified second device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.